Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited output anomaly. The device remained implanted and a new pulse generator was implanted. The patient was recovering post operation.